Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient experienced a brain wound complication. The patient was admitted to the hospital where medication was prescribed, and the patient underwent a procedure wherein an incision was made to drain the wound. The physician assessed the event as not related to the device, stimulation, or procedure. The patient did well postoperatively and the event resolved.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7076392.

Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient (a4012 dbs dystonia registry) experienced a brain wound complication. The patient was admitted to the hospital where medication was prescribed, and the patient underwent a procedure where in an incision was made to drain the wound. The physician assessed the event as not related to the device, stimulation, or procedure. The patient did well postoperatively and the event resolved. Additional information was received that the patient had a history of touching his head with his hand. Therefore, the physician assessed that due to the eleven-month gap between the implant procedure and the reported event and a lack of symptoms around the incision site; the brain wound complication was related to the patient history of hand-to-head touching and not related to the implant procedure or device hardware.